Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: based on the very limited information it is not possible to conclude an exact root cause for this event. The described event could very likely represent a case of tenting, ie radial force of the filter legs make the ivc expand locally and mimic perforation, but do not actually perforate the ivc wall. However, this can not be confirmed as no imaging received. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2013: igtcfs-65-jp-jug-tulip was implanted in the ivc by right jugular approach. On (B)(6) 2013: filter retrieval was performed. Confirmatory angiography before the procedure revealed that one leg of the filter had perforated the vessel wall approximately 2mm. As the hook of the filter tilted to left ivc wall, loop wire technique was selected and the filter could be retrieved successfully. Patient outcome: no adverse effects to the patient.